Manufacturer narrative:
(B)(6). PMA/510(k): device is not distributed in the united states but is similar to device marketed in the USA. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, that the recently purchased suction handles, suction tips were not able to be inserted into the end. It was also noticed that the grub screw was wound down too far and could not be loosened. There was no consequence to a patient. Concomitant device reported: suction tube (part number 600.150, lot unknown, quantity unknown). This report involves one (1) handle w/valve. This is report 1 of 5 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Corrected data: d10: device received at investigation site on (B)(6) 2020. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device reported: 5mm suction tube metal (part # 600.150, lot # unknown, quantity unknown), 5mm suction tube long metal (part # 600.130, lot # 2247601, quantity unknown).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary: investigation selection. Investigation site: cq zuchwil. Selected flow(s): device interaction/functional. Visual inspection: upon visual inspection of the complaint device it can be seen that the slotted drive recess on the adjustment set grub screw on the housing of the returned handpiece with valve assembly is deformed/damaged. Otherwise, the instrument is in a good condition. Functional test: during investigation a functional test was performed (with the returned suction tube article 600.130 lot 2247601) and has shown that the instrument is working as intended, based on this it passed the functional test. Dimensional inspection: the article has passed the function test, no issue could be confirmed, and therefore no dimensional inspection is needed. Document/specification review: drawings and revisions are in accordance to DHR of production lot 38p1109. All relevant features are defined on the used drawing revisions of DHR of production lot 38p1109. Through production the following got checked: functional check with suction tube 100%. 100% check of the hand gear (open / close). Please note, the grub screw which hold the locking mechanism (a metal ball and spring) at the hand piece and also the screw of valve - lever are secured whit adhesive and caulked additional. Summary: a device history record (DHR) review was performed for the affected lot, no abnormalities or deviations were detected, which could lead to the complaint failure. The article was manufactured in february 2020. No ncrs were marked in the DHR during production. The complained malfunction of difficulty to insert the suction tube into the handle w/valve could not be confirmed. Nevertheless, is the complaint rated as confirmed due to visible damages at the grub screw. To prevent such problems, it is necessary to operate according to the disassembly assembly instructions. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part: 600.100; lot: 38p1109; manufacturing site: bettlach; release to warehouse date: feb 17, 2020. A manufacturing record evaluation was performed for the finished device part: 600.100, lot: 38p1109, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.